Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the stretcher is zooming very fast and the jack was not functioning correctly. No pt involvement or adverse consequences are reported.